Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that a symptomatic patient presented in the emergency room in back up vvi. The pulse generator was replaced.